Manufacturer narrative:
Per the customer, qc prior to and after the event was within lab's established ranges. A field service engineer (fse) was dispatched: the fse replaced multiple parts over the time period of (B)(4) 2010 to (B)(4) 2010. On (B)(4) 2010, fse identified the root cause as the modular chemistries (mc) syringe drive and replaced the syringe drive assembly which resolved the issue. Hardware is the root cause for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding low sodium (na) results generated by the unicel dxc 800 pro synchron clinical systems for multiple patients. The initial na results were reported out of the lab and were questioned by the physicians. The customer has rerun 15 samples per physician request, but only supplied five examples. The results were amended. The customer has not received any report of patient impact based upon the false results reported.